Event description:
It was reported that when the videoscope cable exera ii was plugged into the processor, it displayed no image and instead showed colored lines on the screen. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.